Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit turned off and restarted while on a patient. The ventilator was swapped with no patient issue.

Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed error code 1101 in diagnostic event log. Per the philips v60 service manual, error code 1101 indicates the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The rse advised the bme of the recommended repair which included software installation and/or replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The customer bme reported the issue was resolved with a reinstallation of the operating system. No part replacement was necessary. The device successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.